Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an anastomosis of distal to proximal segments in laparoscopic low anterior resection sigmoid colectomy, the surgeon had trouble removing the device from the rectum after firing and backing off the knob. Once it did remove, during inspection he observed the anvil was absent. The surgeon scoped to identify and retrieved anvil. The procedure extended 30 minutes or more due to this event. There was no patient injury.